Event description:
It was reported that an ilet bionic pancreas was dropped, resulting in a cracked and unresponsive display screen that prevented device use. Symptoms included no injury and no reported adverse clinical effects. Outcomes included interruption of insulin delivery from the device and the user reverting to an alternative insulin therapy. Investigation included technical review and product evaluation pending return. Investigation of this case revealed physical damage to the display consistent with impact. It was concluded that the device failure was due to user-induced physical damage and not a device malfunction.